Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. An 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation within specified pressure, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. An 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation within specified pressure, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination was performed on the returned mustang device. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure applied. The mustang balloon was successfully inflated to its rate of burst pressure with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks or drop in pressure noted. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).